Event description:
During a routine check of a loaner iabp at the field service rep's workshop, the co service rep discovered that the iabp failed parts 2 and 3 of k6a, k6, k7, k8 leak test. During continuing eval over several days the service rep also found that the unit kept failing the fill purge time and that the bimba "empty" sensor had drifted.

Manufacturer narrative:
The co service rep replaced the k6a assembly vent valve 24 vdc 2-way n.o. (P/n 0199-00-0170). He adjusted the bimba "empty" sensor and found and replaced a fiber optic assembly data cable with a broken wire (p/n 0012-00-1539). In an unrelated repair the service rep replaced an expired safety disk ((B)(4)). The co rep completed the preventive maintenance with full calibration, performed functional testing and safety checks to factory specifications and returned the iabp to service. (B)(4).